Event description:
On (B)(6) 2025, an intracranial pressure catheter was implanted during surgery for acute left subdural hematoma. Intracranial pressure values are rapidly negative, as early as the day of implantation. On (B)(6) 2025, the catheter was removed as unreliable, and a second one was implanted on (B)(6) 2025.

Manufacturer narrative:
Pending more informations and device analysis to start further investigations.

Manufacturer narrative:
This report is being resubmitted because the previous report sent on 06/05/2025 (increment 00050) was not accepted. The return catheter is contaminated (implanted). The data read from the catheter memory does indeed show values close to 0 and/or slightly lower during use. Measurements taken on the return catheter after performing a new zero calibration show normal behavior, with no explanation for the questionable values read during use. The catheter therefore appears to be conform.

Event description:
On (B)(6) 2025, an intracranial pressure catheter was implanted during surgery for acute left subdural hematoma. Intracranial pressure values are rapidly negative, as early as the day of implantation. On (B)(6) 2025, the catheter was removed as unreliable, and a second one was implanted on (B)(6) 2025.